Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information were unsuccessful. The facility declined to provide patient information. Additional information provided the patient was brought to the cardiac cath lab on the afternoon of (B)(6) 2018 for a scheduled dx/pci of his left anterior descending (lad) coronary artery. By report, he had a distal-lad stent implanted in 2015, but did not have any other prior percutaneous coronary intervention (pci) or coronary artery bypass graft (CABG) surgery. Diagnostic angiography of the lad was inconclusive, so the manufacturer's wire was introduced such that its tip was within the distal-lad at a location distal to the previously implanted stent. The manufacturer's wire was advanced through the pre-existing stent. An ifr measurement was taken (the value was 0.88, by report) and the decision was made to stent the mid-lad. No other vessels were interrogated with the manufacturer's wire. Percutaneous transluminal coronary angioplasty (ptca) with a balloon was performed, a mid-lad stent was implanted, and post-dilation occurred; all devices were introduced over the manufacturer's wire. Post-pci ifr was measured after post-dilation and was reported to be 0.88 (unchanged from pre-pci value). An attempt was then made to withdraw the manufacturer's wire. By report, the tip of the wire had entered a small diagonal branch off the distal-lad. Attempts to disengage were not successful, and in the process, the wire's distal coil began to unravel, and the body of the wire separated approximately 10cm from its distal tip. Over an estimated 3 hours, multiple endovascular attempts, including a microcatheter to try to disengage the manufacturer's wire, were made retrieve the distal fragment without success. Cardiothoracic surgery was consulted and the patient was taken to the operating room on (B)(6) 2018. Thoracotomy was performed. Intra-operatively, the patient's lad was unremarkable under direct visual inspection. A lad arteriotomy was performed and the distal wire fragment was removed. By report, no bypass grafts were placed. Post-operatively, the patient is reported to be in good condition. Attempts to gain patient relaease date have been declined by the facility. No tests/laboratory data was available. Serial number not provided by the user thus lot, expiration and UDI number are unavailable. The implant or explant dates are not applicable to this device. : the device has not been returned to the manufacturer for evaluation. The serial number has not provided by the user thus manufacture date is unknown per the instructions for use (IFU): precautions: the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for devices sold to the customer in the 3 months prior to the event were reviewed and the devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode.

Event description:
It was initially reported during a diagnostic coronary measurement the tip of wire broke off in the left main artery. They immediately moved into open surgery. Vessel: left anterior descending. This report is being submitted because of device separation, surgical intervention and hospitalization.